Event description:
It is alleged that a surgeon allowed a lightcable connected to a q4000 lightsource, to rest against a pt causing a serious burn. It is unk how the pt was treated. The hospital admits liability for the incident.